Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) observed air bubbles in the line from the syringe pump to the probe, which meant that the rinse pump was malfunctioning. The fse also observed that the color gravity module (cgm) tubing was broken and leaking iwash; according to the fse the leak was contained. The fse replaced the rinse pump to resolve the air bubbles and the cgm tubing to resolve the leaking. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported cb is failing blood on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.